Manufacturer narrative:
(B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during different procedures. It was reported to boston scientific corporation that an advantage system was implanted into the patient during an advantage retropubic sling and cystoscopy procedure performed on (B)(6) 2014 to treat stress urinary incontinence. On (B)(6) 2014, the patient was implanted with an upsylon y-mesh during a laparoscopic sacrocolpopexy procedure to treat her prolapse. As reported by the patient's attorney, on (B)(6) 2014, the patient presented with prolapse, urinary urgency, bladder pain, constipation (treated with dulcolax), poor streaming, strains to void, incomplete bladder emptying, and intermittent flow. The patient was then implanted with an upsylon y-mesh during a laparoscopic sacrocolpopexy procedure performed on (B)(6) 2014 to treat her prolapse. On (B)(6) 2014, the patient complained of back pain while sitting. On (B)(6) 2015, the mesh was found in bladder through cystoscopy. A cystoscopy was again performed on (B)(6) 2015 and the patient was found to have persistent mesh erosion into bladder. Subsequently, there was an attempt of mesh removal but it was unsuccessful. The physician suggested total laparoscopic removal of mesh. On (B)(6) 2016, the patient underwent laparoscopy with possibility of laparotomy excision of mesh due to exposed abdominal mesh. On (B)(6) 2017, the patient underwent laparoscopy, laparotomy, bladder mesh excision, and cystoscopy due to urinary incontinence, incomplete bladder emptying, and constipation. The patient was then inserted with idc (indwelling urinary catheter) on (B)(6) 2017. On (B)(6) 2017, the patient had sensation that bladder was full and was leaking down her leg. There was also reported minimal pain. Furthermore, the patient complained of burning sensation and numbness in her left thigh. According to her physician, it was a sensory nerve palsy. Reportedly, this was most likely due to the positioning at the time of the laparoscopic sacrocolpopexy surgery, and would hopefully resolve over time. The same might be the reason for her back pain.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted during different procedures. It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient during a laparoscopic sacrocolpopexy procedure on (B)(6) 2014 to treat her prolapse. As reported by the patient's attorney, on october 21, 2014, the patient complained of back pain while sitting and left lateral thigh numbness. According to her physician, it was a sensory nerve palsy most likely due to the positioning at the time of the laparoscopic sacrocolpopexy surgery, and would hopefully resolve over time. The same might be the reason for her back pain. On (B)(6) 2014, the prolapse symptoms were resolved but the patient was experiencing stress urinary incontinence. On (B)(6) 2014, an advantage retropubic sling and cystoscopy procedure was performed to treat stress urinary incontinence. On (B)(6) 2015 the patient reported resolution of her stress urinary incontinence; no overactivity, and no voiding difficulties. On (B)(6) 2017, the patient underwent laparoscopy, laparotomy, bladder mesh excision, and cystoscopy due to urinary incontinence, incomplete bladder emptying, and constipation. The patient was then inserted with idc (indwelling urinary catheter) on (B)(6) 2017. On (B)(6) 2017, the patient had sensation that bladder was full and was leaking down her leg. There was also reported minimal pain. It was reported that the catheter may have blocked overnight with sediment and had self-resolved and was draining.

Manufacturer narrative:
Correction to blocks b5, b7, and h6 patient codes (below). Block e1: this event was reported by the patient's legal representation. The device was implanted at: (B)(6) hospital. Tel #: (B)(6). Fax #: (B)(6). Block h6: patient codes e0123, e2330 and e1309 capture the reportable events of nerve palsy, incomplete bladder emptying, and pain. The event of erosion has been identified as related to the patient's previous mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.